Manufacturer narrative:
(B)(4).

Event description:
It was reported when the device received an alert for ventricular fibrillation, lead noise was observed. Noise could not be reproduced. The pacing lead impedance had increased. The lead was capped and replaced. The patient condition is well.